Manufacturer narrative:
The frequency of occurrence of the event is not addressed in the device labeling. The frequency for this event is unusual.

Event description:
A (B) (6) female was implanted with an acticon device on (B) (6) 2002. On (B) (6) 2008, the balloon was replaced due to pelvic pain and it had become difficult to cycle her device. She has excellent function since her surgery. "The assumption is that initially the balloon was filled with diluted renograffin. The balloon is made of a semipermeable material which allowed for osmotic flow of serous fluid into the balloon and at some point it was stretched beyond it elastic abilities." A request for the device was sent and the device was not returned for analysis. No further info has been provided.